Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested and not received.

Event description:
During follow-up, the right ventricular (rv) lead was noted and confirmed with imaging to have an externalized conductor. A lead revision in anticipated and the patient is in stable condition.